Manufacturer narrative:
Date of implant ((B)(6) 2013) represents the date the patient was placed on lvad support. The mobile power unit is not a single use device. Approximate age of device - 9 months (calculated from the date the mobile power unit was provided to the patient - april 10, 2018) the mobile power unit remains in clinical use. The customer stated that the mpu battery was exchanged and will be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient experienced an unspecified alarm while connecting to the mobile power unit (mpu). The patient¿s spouse stated that the batteries in the mpu were exchanged and the lvad system was powered by the mpu the following night with no issues. Interrogation of the system by the clinician noted a low voltage alarm recorded. Further analysis of the log file by the manufacturer's technical services representative confirmed low battery advisory events. Additionally, two intermittent events captured in the log file on (B)(6) 2019 appeared to indicate that the mpu became unplugged. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage alarm while connected to the mpu was confirmed through the submitted log file. The submitted log file captured data from 14dec2018 through 17jan2019. The pump maintained a speed above the low speed limit without issue and the device appeared to functioning as intended. On 15jan2019 at 20:48:54, the controller is connected to the mpu. Approximately 5 minutes later at 20:54:24, the low battery advisory alarms activate due to the rsoc levels of both power cables dropping to 1.4v simultaneously. The alarms remain active until the controller is switched to battery power at 20:56:00. These events are consistent with the controller¿s power cables being incorrectly connected to the opposite connectors of the mpu (black power cable connected to white power cable connector and vice versa) causing the low battery alarms to occur approximately 5 minutes later. The mpu was not returned for evaluation. The heartmate 2 patient handbook and the heartmate 2 instructions for use explain all alarms, including low battery advisory alarms, and the proper actions to take if the alarms cannot be resolved. The patient handbook also outlines the use of the 14v li-ion batteries, the mpu, and how to switch between power sources, including connecting the white cable to the white connector and the black cable to the black connector. The patient handbook and the heartmate 2 instructions for use caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.